Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. The rv lead also had high threshold measurements. The rv lead was surgically abandoned and replaced. During the procedure it was noted that there was obvious wear on the lead insulation near the terminal pin. No additional adverse patient effects were reported.